Event description:
During a re-canalisation of the popliteal artery treatment procedure, a vessel puncture occurred. The target lesion was located in the chronic totally occluded, 5cm in length superficial femoral artery/popliteal artery. This offroad¿ re-entry device was selected; however, after 5 attempts the device was unable to orientate towards the true lumen within the popliteal. The physician chose to extended the lancet, despite the lancet not being oriented into the vessel, causing the lancet to puncture the vessel and causing extravasial bleeding and compromised distal flow. The patient recovered with normal flow distally after a few minutes and was sent for bypass surgery the following week. Upon opening the vessel during bypass surgery, it was noted that the vessel was hardened and fibrotic, causing the surgeons needle to bend on multiple occasions suturing the vessel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).